Manufacturer narrative:
Continuation of d10: product ID: ped2-450-14 (d006533); product ID: ped2-500-12 (b808490). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding three pipeline flex with shield stents that failed to open at the distal end and appeared frayed. The patient was undergoing a procedure to treat a right internal artery (r-ica) supraclinoid segment ruptured blister aneurysm which had a max diameter of 1mm. Patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was not administered prior to the procedure. It was reported that the pipelines and all accessory devices were prepared as indicated in the instructions for use (IFU). The same issue occurred with three pipeline shield stents during the procedure. The distal end failed to open and appeared frayed. It was noted the pipeline was not positioned in a bend. Resheathing was attempted two or less times. The doctor resheathed the device to attempt to free the pipeline stents from the ptfe sleeves, but still could not successfully open the stent. Attempt was also made to open the pipeline in the straight m1 segment without success. No other steps or devices were used to open the pipelines. Each pipeline, in turn, was resheathed and removed with the microcatheter. Two other pipelines were delivered and deployed to successfully complete the procedure. There was no harm or injury to the patient and post procedure angiography showed good results with the successfully implanted replacement pipelines.